Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking tri-funnel balloon was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 20fr tri-funnel feeding tube. The sample appeared clean and unused. An attempt was made to inflate the balloon and upon flow testing water was observed to leak out of the inflation lumen and into the main feeding lumen. Examination of the flow path during flushing found that fluid leaked at the region where the inflation lumen path curved into being adjacent to the feeding canal. The location and characteristics of the hole suggested that it occurred during the manufacture of the device, likely due to improperly set pins. The sample was forwarded to the manufacturing facility for further evaluation.

Event description:
It was reported on (B)(6) 2017 that when the balloon was inflated, it became apparent that there was a hole and it was leaking at the stoma. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of ngap4629 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported on (B)(6) 2017 that when the balloon was inflated, it became apparent that there was a hole and it was leaking at the stoma. There was no reported patient injury.